Event description:
Physician observed that in using the 3d tool feature in ali ultrapacs gx v3.2, the anatomical labels "left" and "right" were switched in a 3d representation of a saggital series of images.